Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5135835. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5135846.

Event description:
It was reported that the patient underwent an explant procedure of the spinal cord stimulator (scs) system due to a lack of pain relief, inadequate stimulation. The patient is doing well post operatively. The devices were not returned for analysis. It was additionally reported that no device malfunction was suspected.

Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No additional information has been provided despite good faith efforts.